Event description:
Information was received indicating that two cassettes malfunctioned resulting in pump continuous beeping. Per reporter, the cassette was changed to a new cassette. No adverse patient effects were reported. Per reporter no further details were provided.

Manufacturer narrative:
Additional contact information: (B)(6).